Event description:
This 68-yr old, white female had had three prior heart surgeries and she presented to hospital in congestive failure. The pt was admitted after a six mo period of increasing dyspnea. The pt was in a-fib upon admission and cardiac catheterization revealed evidence for one leaflet of the aortic valve being stuck and not moving at all. This was causing some of the aortic stenosis. In addition, she also had severe aortic insufficiency. The mitral valve was okay. There was a tight stenosis of the rca. There was nothing rptr could do to relieve the mechanical problem with the aortic valve other than replace it. On the night before surgery pt had decreased breath sounds on the right side, more so in the base, consistent with failure fluid. The femoral pulses were noted to be poor. On 7-21-97, to or where redo aortic valve replacement with a 19 mm st jude valve and CABG x1 to the rca was done. When rptr opened the chest the pt immediately arrested due to the second leaflet of the aortic valve being trapped in the same clot mechanism that was chronically trapping the first leaflet. The pt was rapidly dissected out and cannulated via the aorta, since the femoral arteries were so bad rptr could never successfully cannulate the femoral artery. All during the time of cannulation, the pt was given cardiac massage externally. After rptr got the pt on bypass they then went ahead with the surgery, leaving the old mitral valve. In the postoperative course, the pt had the usual amount of postoperative bleeding, rptr expects with redo heart surgery. The pt very slowly started awakening from the heart surgery on the day after surgery & was taken back to the operating room to clean out clots, to explore for bleeding and there were no bleeding sites found, just generalized ooze. The pt continued to improve after that surgery. On the 3rd pod, pt had marked improvement in hemodynamics and the bleeding had slowed to minimal. By the 4th pod, the mediastinal chest tubes were removed. By the 6th pod, the pleural chest tube was removed. By the 7th pod, the pt was extubated. Neurologically pt was in good control. However, by the 7th pod at 2:50 in the afternoon, rptr found that the pt was in moderate respiratory distress and was reintubated and bronchoscoped. Fiberoptic bronchoscopy was done with lavage of the rll, feeling that the rll atelectasis was due to inadequate cough response. The pt remained awake and alert, even during this. Pt remained intubated. On the 8th pod, pt was started on enteral feedings but started becoming febrile and developed a wbc of 10.9, draining some serosanguineous fluid out of the old chest tube site. The pt was begun on alternative antibiotic coverage. The pt continued to be febrile up to 102 and was unable to be weaned from the ventilator. A lt subclavian line was placed and the triple lumen pacer and left jugular lines were removed as potential source for sepsis. The pt developed a-fib again.